Manufacturer narrative:
(B)(4). Results: based on limited details provided, root cause of tip detachment is unknown. Evaluation summery: the device was returned to medtronic for evaluation. The distal tip and marker bands had detached and were not returned with the device. Approximately 11.5cm of the inner member was exposed. The device was fully deployed leaving a gap of 11.5cm between the distal end of the blue hub and the proximal end of the handle. No further damage was noted.

Event description:
A complete se peripheral stent system, diameter 8mm, length 20mm, was used to treat a lesion in a patient. It was reported that, after stent deployment, the doctor pulled back the catheter and noticed that the marker bands came off and were floating in the guide. The device was inspected prior to use and no abnormalities were seen. The lesion was reported as non-tortuous, type a morphology. It was reported that there were no difficulties during positioning of the stent at the lesion or during withdrawal of the catheter after stent deployment. The physician was able to remove one of the detached markers with a snare but the other marker moved to the distal peroneal ankle and could not be retrieved. The patient was discharged with pulse present in both dorsalis pedis and posterior tibial. No additional clinical sequelae have been reported.